Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01734.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via right common femoral vein due to deep vein thrombosis (per implant operative report). Patient is alleging fracture, perforation, tilt, ivcf erosion and pain. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2014, ¿an inferior vena cava filter is noted. The filter is tilted towards the left.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿ivc filter with numerous limbs extending beyond the walls of the ivc. One of the limbs is now fractured and residing in the right retroperitoneum. An additional limb comes in very close proximity to the proximal right ureter. Another limb rests along the anterior wall of the abdominal aorta. Impression."